Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending coronary artery. A 3.25x12mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance form the anatomy and inflated one time to 12 atmospheres (atm) when the balloon ruptured. The bdc was removed with resistance from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.